Manufacturer narrative:
The device is not available for evaluation as it was discarded at facility. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed. However, as reported, it is possible that a combination of severe calcification and valve likely being too small for the native annulus may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist that approximately 4 days following a transfemoral implant of a 23mm sapien valve, tte noted a moderate to severe paravalvular leak (pvl). Reportedly the patient was converted to an open aortic valve replacement (avr) and the sapien valve was explanted. Reportedly during the index procedure, following the implant of the sapien valve in a 60:40 aortic position, moderate paravalvular leak was noted. One (1) cc was added to the atrion and the valve was post-dilated which was reduced paravalvular leak to mild. At that time, the patient was stable and transported to the ICU. Post procedure, the patient developed pulmonary edema and was only gently diuresed due to atrial fibrillation with rapid ventricular response. In spite of the diuresis the patient continued to have pulmonary congestion and a tee performed on (B)(6) 2013 revealed moderate to severe paravalvular ai. The physicians discussed further valve dilation but decided to send the patient for an open avr on (B)(6) 2013 as the patient was having a hard time with oxygen saturation. It was noted that 1 day post avr the patient was doing great. Additionally it was noted that the native aortic annulus measured 21mm via tee and there was bulky aortic valve / leaflet calcification. The physician noted that the possible cause for the pvl was a combination of severe calcification and valve likely being too small.